Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio2 meter was reading inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the meter issue began approximately 2.5 weeks ago around 7-8am in the morning, when blood glucose results with a 30 to 40 point difference were obtained using the subject device (actual results not provided), taken within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results may exceed lifescan's criteria for precision. The patient stated that they do not take any medications to manage their diabetes, and continued with her usual diabetes management routine. The patient stated that she experienced symptoms of anxiety approximately 2 days after the alleged issue began, and denied receiving any form of medical intervention in response to the reported issue. At the time of troubleshooting, the csr determined that an approved sample site was used for testing, the patient's testing procedure was correct, the unit of measure was set correctly at time of testing and the test strips were not expired. Replacement products have been sent to the patient. There is no indication that the subject device caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged product issue remained unresolved at the time of troubleshooting.